Manufacturer narrative:
(B)(4): post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon would not inflate. The trocar balloon appeared intact. Part of the plastic housing of the reflux valve was cracked. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cracked reflux valve, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a procedure a defective device was brought down to the operating room. It was also reported that the device would not inflate, and that it was detected before the patient arrived to the operating room. Additional information requested but not yet received.